Event description:
Per journal article: "surgical outcome in bilateral inguinal hernia repair: laparoscopic total extraperitoneal approach (tep) as best approach?" The study analyzed data from 83 patients who underwent laparoscopic bilateral hernia repair (total extraperitoneal repair ¿ tep) of 158 hernias (146 inguinal hernias and 12 other types) between 01-jan-2019 to 01-mar-2023. Custom polypropylene monofilament mesh was predominant (77.11%), followed by bd/bard 3dmax mesh (14 of all cases) and non-bd/bard ultralight mesh (5 cases) were implanted during these surgeries. As reported, the postoperative complications were noted as seroma (6 cases/7.23%), urinary retention (2 cases/2.41%) and ¿feeling¿ of mesh (2 cases/2.41%), conversions (2 cases/2.41%). Hydrocele, hematoma (required intervention), cord hematoma, hemorrhage (required intervention, drainage and hospitalization), hernia recurrence and chronic pain were seen in 1.20% of patients. It was reported drainage was performed in 13 patients (15.66%). The article does not report any device specific issue related to the hernia meshes.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. The journal article did not include any analysis of how or if the 3dmax mesh potentially caused or contributed to any patient outcome or complications. The postoperative complications of seroma, hernia recurrence, hematoma and pain are known inherent risks of surgery. The instructions-for-use supplied with the device lists seroma, hernia recurrence, hematoma as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-2019) is considered to be a best estimate based on the information available. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.